Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic left upper lobectomy, when the surgeon was transecting a pulmonary artery, the powered stapler was used, and there were no visual or audible malfunctions; however, there was bleeding near the lingual branch of the pulmonary artery. The surgeon continued to transect the pulmonary artery branch with the same handle and a new tan reload. The surgeon applied pressure, and the bleed appeared to be resolved. The patient coded, and the surgeon put the patient on extracorporeal membrane oxygenation (ECMO) for three hours so the surgeon could visually see the defects to repair. Once the hole was found, the surgeon sutured it to resolve the bleeding. The patient was extubated on the same day and recovering well.